Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 28mm amplatzer amulet (acp2) was attempted using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45). The device was found to be too big and removed. Next, a 25mm acp2 was implanted using a second 14f tv45x45. Post-implant, the patient was found to be hypotensive secondary to a hemorrhage caused by the delivery sheath. An abdominal CT was negative for any significant findings and the patient's hemoglobin was reported to have dropped from 13 to 10. A transfusion was not required and the patient was discharged one day later.